Event description:
It was reported that the customer contacted technical support to report that the da vinci system was not working. The customer advised that they were attempting to update the system, but it failed. The technical support engineer (tse) reviewed the system error logs and confirmed a non-recoverable error 35 indicating a programming issue. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse programmed the system via laptop with the vision side cart (vsc) in stand-alone mode first. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a software coding issue.